Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm in a patient on an unknown date. Vessel morphology is unknown. It was reported by the physician that a stent strut was broken and perforated the patient's duodenum causing a fistula. The physician explanted the stent graft in 2001 because the patient developed an infection as a result of an aorta-duodenal fistula. The physician noted that the proximal portion of the stent graft had average attachment to the patient's tissue. No additional clinical sequelae were reported and the pt is alive. Additional information is pending. Receipt of the explanted stent graft is pending.

Event description:
Films were received by medtronic ave and evaluated by an independent contracted physician. The film review and interpretation stated the pt had a 4-6 week history of cramping abdominal pain. A CT scan was performed that demonstrated a 6cm abdominal aortic aneurysm. A 26mm bifurcated device a 15mm contralateral limb and one 15mm extender cuff were placed on 3/6/01 that showed a well placed aneurx stent graft with good proximal and distal fixation and no obvious endoleak. The duodenum appeared to be intimately involved with the aneurysm on the immediate postoperative surveillance. A kub was also performed (date unk). There was no evidence of device or stent failure on the kub. Six months later, the pt presented with worsening abdominal pain and was found to have an aorto-duodenal fistual. This was repaired with an axillo-femoral bypass and explantation of the device. Upon explantation fo the device the physician noted a stent had broken. From documentation and films, the contracted physician stated that he was unable to conclude if the stent fracture was present prior to the explant or occurred during the explant. He stated that it would appear unlikely that the stent fracture would have caused the aorto-duodenal fistula. It is possible that a primary aorto-duodenal fistula was present or forming prior to the insertion of the endoluminal prosthesis, especially in light of the pts unusual presentation of cramping abdominal pain preoperatively. The stent graft was appropriately sized for the anatomy of the case.